Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that no urine could be drained out by using the foley catheter to the urine bag. (Date of event on (B)(6) 2022). Per additional information received on 08aug2022, they were 2 more cases using the same lot having the same problem which was found to be blocked after being used on patient (date of event on (B)(6) 2022 and date of event on (B)(6) 2022). The event occurred in three different patients.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be incorrect parameter setting - blocked drainage eye/lumen or no drainage eye or user related (salt accumulation). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that no urine could be drained out by using the foley catheter to the urine bag. (Date of event: 28jul2022). Per additional information received on 08aug2022, they were 2 more cases using the same lot having the same problem which was found to be blocked after being used on patient (date of event: 05aug2022 and date of event: 03aug2022). The event occurred in three different patients.